Event description:
It was reported the programmer goes in a loop of reboot. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event; programmer passed functional test and consistently booted up as required. It is noted a system error was found in the programmer error log. Product ID: 229047 analyzer. (B)(4).